Event description:
After inserting a flexor radial access set, the sheath began to leak blood and take air in. The sheath was immediately removed due to the likely risk to the pt. A second sheath was used to proceed with procedure. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.